Event description:
The patient stated she has been experiencing blood glucose levels as high as 417 mg/dl on and off for 4 weeks. Her normal blood glucose is 90-140 mg/dl. She stated she feels lethargic when her blood glucose is high and she gives herself insulin injections to bring it down. She stated that she feels her infusion device is under delivering during boluses. The infusion device was replaced. The patient did not require assistance from a healthcare professional or second party to address the issue. Product was requested to be returned for evaluation.